Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06806, 0001825034 - 2017 - 06807, 0001825034 - 2017 - 06808, 0001825034 - 2017 - 06809. Concomitant products: p/n ep-108524 e-poly 40mm +3 hiwall lnr sz24 l/n 871000, p/n s001140 selex/magnum mod hd 40mm std l/n 539940, p/n 103206 taperloc por fmrl 12.5x145 l/n 340620, p/n 16-116056 rnglc+ ltd hole shell sz56 l/n 152900, p/n 103532 ti low profile screw 6.5x25mm l/n 459950, p/n 103532 ti low profile screw 6.5x25mm l/n 409300, p/n 103531 ti low profile screw 6.5x20mm ia6.5x20mm l/n 901580, p/n 103531 ti low profile screw 6.5x20mm ia6.5x20mm l/n 409270. The device has not been returned for evaluation at the time of this reporting. It has not been reported the patient was revised and the device(s) are presumed yet implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip procedure and subsequently experienced dislocation and multiple fractures. Patient states implant did not work for him.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06808-1, 0001825034-2017-06806-1, 0001825034-2017-06809-1.

Event description:
It was reported that the patient's left hip was revised due to dislocation and fracture post-implantation. No additional patient consequences were reported.